Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having multiple issues with low flows, likely secondary to persistent pneumonia and dehydration. Log files were submitted for review and contained frequent low flow events as reported. These events did not appear to be equipment related but may have been of clinical significance. It was later reported that the low flow alarms had slowed some with increased speeds but ultimately returned. The speed turned up again and it was noted that the patient had been rehydrated and been on antibiotics. Log files were submitted for review and captured constant low flow events on (B)(6) 2023. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. It was also reported that the continuous low flow alarms did not respond to any interventions. Log files were submitted for review and displayed constant low flows on (B)(6) 2023 to (B)(6) 2023 where the low flow estimator dropped below 2.5 lpm. The pump was seeing a reduction in blood volume. There did not appear to be any type of mcs equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. It was communicated on 13apr2026 that a computed tomography (CT) scan revealed that the patient had a dilated arterial structure in the ascending thoracic aorta extending towards the heartmate ii left ventricular assist device (lvad). There was an ¿abrupt loss of contrast¿ within the outflow graft, indicating a potential (but at the time unconfirmed) outflow graft obstruction.